Manufacturer narrative:
E1: initial reporter email: (B)(6).

Event description:
It was reported that the burr became stuck in lesion, guidewire detachment occurred, requiring additional intervention. The target lesion was located in the severely calcified right coronary artery. A 1.25 mm rotapro and rotawire were selected for use. During the procedure, after reaching the lesion, rotablation was performed but was ineffective as burr became stuck in lesion. The burr was removed as a system, mother-in-child system technique, but the rotawire breaks downstream of the burr. At the end of the procedure, coronary dissection at the level of the occlusion with a 2 cm pericardial effusion was noted and pericardiocentesis was performed.

Manufacturer narrative:
B5 describe event or problem: updated. E1 initial reporter email: (B)(6).

Event description:
It was reported that the burr became stuck in lesion, guidewire detachment occurred, requiring additional intervention. The target lesion was located in the severely calcified right coronary artery. A 1.25mm rotapro and rotawire were selected for use. During the procedure, after reaching the lesion, rotablation was performed but was ineffective as burr became stuck in lesion. The burr was removed as a system, mother-in-child system technique, but the rotawire breaks downstream of the burr. At the end of the procedure, coronary dissection at the level of the occlusion with a 2 cm pericardial effusion was noted and pericardiocentesis was performed. It was further reported that burr stall after a few seconds from the start of rotation.